Manufacturer narrative:
No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or the failure to deliver insulin. Investigation of the returned device showed that an 0x18 alarm had been generated, indicating that the pod reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. This alarm is a safety feature of the device and not a failure of the device.

Event description:
It was reported that the patient was hospitalized on (B)(6), 2026, for high blood glucose level rose to 588 mg/dl while wearing the pod for more than 48 hours on infusion site (arm). It was stated insulin was leaking from the pod. The patient was feeling very thirsty. As treatment, saline intravenous and insulin was given. The patient was discharged on (B)(6), 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.